Event description:
It was reported that the device was unable to power on. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found something sticky on the battery contacts, and the screw and bail were missing. As a result the battery contacts were cleaned and the bail cover, bail and screw were replaced. The device then passed functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.